Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Dentist reports that the pt presented with an open wound three days following oral surgery. The wound was reclosed. No further info was provided.